Event description:
The facility reported failure code 703. Information was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that there was no report of patient incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.